Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received troubleshooting steps were taken and system was able to go into MRI scan. Patient¿s weight was also provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04753, 3006705815-2019-04754. It was reported patient experienced tingling and burning sensation during the MRI. The scs system was able to go into MRI mode, and diagnostic logs showed nothing abnormal occurred. Currently no intervention steps have been planned.